Event description:
Caller reported a minimum fill notification while attempting to load a new cartridge. There was no adverse impact to the customer's blood glucose level. Technical support instructed the caller to remove the pump from its case, clean the pneumatic tap area, and reload the cartridge. When reloading the same cartridge did not resolve the issue, technical support guided the caller through filling and loading a new cartridge onto the pump using the proper technique, which successfully resolved the problem, allowing the caller to resume insulin delivery.